Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. After a non-bsc stent was placed in the lesion, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, resistance was felt in the guide catheter and reverse blood was confirmed. During inflation, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge mr balloon catheter. The device was microscopically and visually examined. There was blood and contrast present in the manifold, inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was tightly folded. The rapid port exchange was torn distally for a length of 7mm. The distance of the tear is outside the bond of the inflation lumen and guidewire lumen which indicates the device would leak upon inflation.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. After a non-bsc stent was placed in the lesion, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, resistance was felt in the guide catheter and reverse blood was confirmed. During inflation, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.